Event description:
Account said that hilow drifts down. I asked him if anyone was injured by this bed. Account said that no one was injured by this bed, and the bed in a patient's room when they found this issue. I asked him to clean the hilow brake assembly. Account said that he would clean the hilow brake assembly and call back.

Manufacturer narrative:
Three attempts have been made to, regarding a resolution to this contact line with no response.